Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (food database) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because an issue with the carbohydrate count for a food item in the database could affect the patient's bolus.